Event description:
Dr (B)(6), a dermatologist in (B)(6) injected a cosmetic filler -radiesse- into my cheek area and it 'traveled' to a tract under my right eye left by a biopsy she had done 3 months prior. The under eye area immediately became bruised and swollen and a nodule formed that remains today -9 months after initial procedure. She prescribed antibiotics, oral and topical cortisone treatments -nothing worked. She told me according to the MFR of the filler, it will "dissipate in 12-18 months" and I need to be patient and wait. I have discomfort and visual problems as well as an unnatural appearance. The company will offer no info about clinical trials that state the filler will eventually dissipate. I have heard from other pts I may need surgery to have this foreign substance removed, but no local surgeons can/will tell me anything. They either do not know or are protecting their colleague. I have researched radiesse and do not understand why it has been approved by the FDA. There are many, many stories about serious side effects.